Manufacturer narrative:
Product analysis # (B)(4): (B)(4)/ 2019-01-14 / auto created from work order (B)(4) / status updated from in process to completed; date completed updated from null to 2019-01-11. Hardware updated from null to pass; software updated from null to pass; instruments updated from null to pass; does the system perform as intended? Updated from null to yes; were hardware parts replaced? Updated from null to no. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the camera cart monitor would not sync with the main cart monitor. The procedure was completed with a use of another navigation system. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted from the representative that the camera displayed "localizer not connected." It was noted through troubleshooting that the facility was able to sync the camera cart and main cart after a few minutes in the hallway. The facility stated that this has been an intermittent issue. The representative checked the ndi logs for the camera and polaris spectra system control unit (scu) with no fault errors present. The system was left powered on for an hour and was not able to replicate the issue. It was also noted that the system can take approximately 2-minutes to establish communication with everything internally.